Event description:
It was reported by service report that the load wheel casting was damaged on the head section assembly and the manifold fitting was leaking on the hydraulic sub-assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting on head section; hydraulic sub-assembly.